Event description:
Pt applied "bausch & lomb boston advance cleaner" directly to left eye, mistakenly thinking it was the otc (over the counter) eye wash solution I recommended earlier he use. Pt. Immediately experienced pain & irritation in the eye. I quickly obtained the correct eyewash product (bausch & lomb advanced eye relief eye wash eye irrigating solution) and told patient to continue using it indefinitely to rinse out the other solution. For contact lenses.